Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging an ¿unknown issue¿ with her one touch verio iq meter. The patient stated that the subject meter was ¿not taking the blood¿ and could not provide any further detail. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2013. The patient reported that the alleged issue began ¿one month ago¿. The patient manages her diabetes with oral medication (metformin, 500 mg; glicazide, 80 mg) and insulin (levemir, self-adjusting). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿diabetic shock¿, but could not confirm if the symptoms developed before or after the alleged issue started. It is not known if the patient received any medical treatment. The patient stated she did not test on another device because ¿she did not have other test strips to use with her other meter¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.